Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Discarded.

Event description:
During a distal radius fracture fixation procedure the tip of the driver fractured into the screwhead; the tip of the driver was unable to be removed and so was implanted with the screw.

Manufacturer narrative:
This follow-up report is being filed to correct information.